Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4592-53 lead, implanted: (B)(6) 1999. (B)(4).

Event description:
It was reported that there were high thresholds on the right atrial (ra) lead and noise observed on the right ventricular (rv) lead. The leads remain in use. No patient complications have been reported as a result of this event.